Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es prevented the user from accessing medications due to a maintenance required error. The customer stated that there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the onsite field service engineer (fse) confirmed that no technical support specialist (tss) investigation was required. The field service engineer advised closing the case since the resolution was not provided on how the issue was resolved.